Manufacturer narrative:
Investigation findings: conmed linvatec received this tubing set for evaluation. A visual examination found the o-ring missing. The pump instruction manual warns the user not to use the tubing set if the pressure sensing o-ring is missing. Per the user, it was reported that the presence of the o-ring was checked before use as well as performance of the patency test. The tubing set used to complete the surgery was also returned. During testing of this tubing set, it performed to specification. Associated MDR#: 1017294-2009-00035. The pump instruction manual provides the following warnings: extravasation or other patient injury may occur if instructions and warnings are not followed. If extravasation occurs, orthopedic literature supports management by elevation and serial compression wrapping. Fasciotomy is rarely indicated. Do not use a tubing set that is damaged, broken or missing the pressure sensing o-ring. Extravasation may occur if the pressure sensing system does not function properly. Always perform a patency test. Anytime the cassette lock handle is not in the fully "closed" position, close the lock handle and perform the patency test before attaching the balloon chamber to the patient cannula.

Event description:
It was reported that during use of this tubing set with arthroscopy pump, in a right acl repair, the surgeon increased the pump pressure to control bleeding and the pump started to run continuously. The pump was then powered down to allow it to reset. At this time, excessive swelling was noted in the right knee. Which extended to the thigh. Another pump and tubing set were obtained to complete the procedure without further problems. Approximately a 30 minutes delay resulted from this event. There was no further medical or surgical treatment required for this event.